Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found no physical damage. The device's event history log found error code 1720. Functional testing was conducted, and the reported problem was duplicated. It was determined that the defective back up capacitor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D4: UDI number is unknown; g5: 510k is unknown; b3: date of event is unknown.

Event description:
It was reported the device exhibited error 1720. Patient involvement is unknown.